Event description:
The device was implanted in 2000. On 2001, the international distributor informed the manufacturer's (MFR) representative of the following: the device was making noise and alarming with "power limit advisory" alarms. The device was switched from electric actuation to pneumatic actuation and the patient was stable. A vent filter was sent for analysis. The vent filter analysis was inconclusive. The patient remained on pneumatic actuation of the device and was hemodynamically stable until a decision was made to replace the pump with a new one. On 01/2002, the international distributor informed the MFR. That the pump was replaced with another lvad in 2001. No further details were provided.